Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: initial reporter name provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the patient had chest pain symptoms and the angiogram showed the lesion had 80% stenosis prior to the procedure. It was not difficult to remove the protective sheath. It was not difficult to remove the packaging stylette. The device was not inspected. Negative prep was not performed. The non-medtronic guidewire lumen in the balloon device was not flushed before use. The non-medtronic guidewire was not examined and flushed before use. The non-medtronic guidewire had not been used successfully with other devices. The balloon was not being used to pre-dilate the lesion. It was stated that when the non-medtronic guide wire was inserted into the balloon it was very tight and couldn't pass through. After the non-medtronic guidewire was inserted, there was air leakage and water seepage when the balloon was inflated, and it was found that the balloon rod was kinked. There was difficulty passing the non-medtronic guidewire through the lumen of the balloon. The non-medtronic guidewire had not been used successfully with other devices. The non-medtronic guidewire did not enter the patients vasculature. The same non-medtronic guidewire was not used with the replacement device. The replacement device used was not a medtronic device. No impact on the surgery and there was no risk as the device did not entered into the patient's body. No patient injury or harm reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc sprinter coronary balloon catheter to treat a lesion during coronary stent implantation. It was reported that during use there was difficulty passing through the lumen of the balloon. It was also reported that the balloon leaked after being inflated and could not be used. The balloon was replaced, and the operation was successfully completed. The operation time was extended. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.